Event description:
Implant put in left jaw joint on 1/28/91. A few months later, there was pain and noise around the affected joint. This continued even after conservative treatment. The surgeon who implanted the implant wanted to do exploratory surgery to check the joint. Rptr had an evaluation at the oral surgery dept at a clinic. They said that the implant had failed and would need to be removed. Rptr has developed several autoimmune disorders since the implant. Pain and discomfort have been constant. Social security disability 1993.